Event description:
It was reported that the patient's right atrial (ra) lead had high pacing impedance and noise indicative of fracture. The physician requested the lead be analyzed and the report provided to them. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found,. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
On (B)(6) 2016: it was further reported that the lead was returned.